Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted and replaced due to dislodgement. The patient was stable throughout and without complications.